Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR. It was determined that a report was submitted in error, upon furher review, it was determined that allegation does not meet the criteria of a reportable event, per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2024-052371 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.